Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.

Event description:
The technician alleged that the brake caster ratchet with the brakes are engaged. No pt impact.